Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. The caller also reported no delivery alarms during normal use and were resolved by changing the set. These issues had been occurring for the past two months. The blood glucose reading was 180 mg/dl. The customer was treated with shots at the hospital. The caller was not able to complete troubleshooting and would call back. The insulin pump was not replaced or returned for analysis.